Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 06/06/2017 with the following findings: on investigation, moisture was confirmed in the battery compartment. The battery compartment was noted to be cracked and leak testing failed due to moisture ingress at the site of the battery compartment damage. There was no moisture found inside the pump¿s interior compartment.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. The reporter alleged that the battery compartment was found to have moisture within. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or the cartridge compartment.